Manufacturer narrative:
The device was received to investigate the cause of the reported pump stop. The purge side arm was not returned. The device's data logs confirmed a loss of purge pressure resulting from a damaged purge side arm. Extended use without adequate purge pressure resulted in blood ingress, causing the reported pump stop.

Manufacturer narrative:
The impella 5.5 was received and an investigation of device is underway. A supplemental MDR will be filed at the conclusion of our investigation.

Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella 5.5 device. During support, the device stopped and was unable to be restarted. The patient was taken to the operating room and the device as removed. There was no 2nd device implanted.